Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit. Customer received a change sensor alert and sensor updating alert. The blood glucose value was 546 mg/dl, and the sensor glucose value was 400 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 30.8 %. The customer had reported hyperglycemia and had been admitted to the hospital, staying for less than 24 hours. During hospitalization, the customer had experienced pain and malaise, and insulin had been administered via an insulin pen. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer received a change sensor alert. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue use of the device. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per updated complaint text, there was no allegation of sensor glucose versus blood glucose issue. The sensor will only read to 400mg/dl. At the time of the event, the blood glucose was 546mg/dl while the sensor glucose was showing as more than 400mg/dl, which was correct. A sensor glucose versus blood glucose difference would not be able to be measured as the specific sensor glucose value was unknown. Customer reported having sensor updating and change sensor alerts. Customer could not test transmitter. Customer alleged absence of sensor readings from getting sensor updating and change sensor alerts led to high blood glucose value. Customer went to the emergency room at 11pm for high blood glucose. Customer had pain and was feeling unwell. Ketones was 0.6. High was treated with insulin pen in the hospital. Customer was not hospitalized and did not have diabetic ketoacidosis. Customer troubleshooted the sensor issues but did not feel okay to troubleshoot the high. It was unknown if smartguard was used. Customer had change sensor alert and will likely not continue to use the sensor.